Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to have delivered multiple inappropriate anti-tachycardia pacing (atp) bursts and shocks. Technical services (ts) reviewed the recorded episodes and determined that the therapy was delivered due to a possible atrial arrythmia with rapid ventricular response (rvr). Ts reviewed the reports with the clinician. This ICD was explanted in a therapy upgrade procedure. No additional adverse patient effects were reported.